Event description:
The customer reported that the coil had a kink at the distal point during verification of the coil pre-implantation, however this was reported after product analysis was complete. Product analysis initially found that the coil was severely damaged however did not find a kink at the distal point of the coil.

Manufacturer narrative:
Located 11.0cm off the distal tip of the green introducer, the dpu/coil protrude outside the sheath for 1.5cm. No mechanical sheath damage was found to protrusion site or to the remaining sheath. Located 4mm off the distal tip of the dpu, the dpu was kinked at the protrusion point out of the sheath. Located on the last secondary winding off the ball tip, the coil has been severely damaged. Inside both damaged ends there is contrast inside the coil. This damage was found at the protrusion point out of the sheath. Except for the damaged section of the coil that protruded outside the sheath, the remainder of the coil is undamaged. It is important to note that the event description was not asked by the sales rep until sixty days after the event. The coil was found protruding outside the sheath with damage only on the last secondary loop off the ball tip. Contrast was found inside the coil at this damaged section. No damage was found to the remainder of the coil; especially at the distal point as stated in the complaint. Therefore; the root cause of the distal tip of the coil found kinked during the predeployment check cannot be determined. Based on the information and analysis, the event was not confirmed. However another failure occurred that was not related to the complaint. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.